Manufacturer narrative:
Pigment dispersion is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
An article titled "evaluation of long-term stability of phakic intraocular lenses: a longitudinal study" about elevated iop, pigment dispersion, glare/haloes, lens opacity and excessive/low vault. Medical management was required. Cause of event was not reported.